Manufacturer narrative:
Findings: pump received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A test reservoir was installed and did not locking place due to broken reservoir tube lip.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on reservoir compartment of their insulin pump. The patient's blood glucose level was 81 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.